Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose level was 34 mg/dl. The customer treated her blood glucose with food. Customer reported issues with low blood glucose after high blood glucose, customer ran high during the day and then at night ran low and went over absorption and stacking insulin. Customer stated that this morning her blood glucose was 46 mg/dl and they treated it with apple juice and cookie and her blood glucose went up to 140 mg/dl. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Drive support cap was normal. Based on customer report customer did not allege insulin pump was over delivering. The insulin pump will not be returned for analysis.